Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "I just wanted to bring to your attention a potential issue with the guide wires in the central line kicks. One of our residents placed a line this weekend and upon retraction of the wire, the upper metallic coating of the wire unraveled as seen above in the picture. The residents report that this is the third incident they have had with the wire unraveled like this and they have heard that vascular surgery had a similar case too. I have never had this issue before with central lines so wanted to see if this could be a potential manufacturing issue. The patient did end up having a small retained wire fragment so this resulted in an adverse event and the patient will require an additional procedure for retrieval." There was no delay to therapy. The patient's current condition is unknown at this time. Additional information received reports "I have not been able to connect on the previous incidents, but it seems to be an insertion technique issue from the residents. We are confirming to do education with the inserters which would prevent the wire issues in future." Associated MDR number includes: 9680794-2024-01112, 9680794-2024-01111, 9680794-2024-01109, 9680794-2024-01110.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "I just wanted to bring to your attention a potential issue with the guide wires in the central line kicks. One of our residents placed a line this weekend and upon retraction of the wire, the upper metallic coating of the wire unraveled as seen above in the picture. The residents report that this is the third incident they have had with the wire unraveled like this and they have heard that vascular surgery had a similar case too. I have never had this issue before with central lines so wanted to see if this could be a potential manufacturing issue. The patient did end up having a small retained wire fragment so this resulted in an adverse event and the patient will require an additional procedure for retrieval." There was no delay to therapy. The patient's current condition is unknown at this time. Additional information received reports "I have not been able to connect on the previous incidents, but it seems to be an insertion technique issue from the residents. We are confirming to do education with the inserters which would prevent the wire issues in future." Associated MDR number includes: 9680794-2024-01112, 9680794-2024-01111, 9680794-2024-01110.